Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. Device data confirms hypoglycemia on the reported event date. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values. The ilet was appropriately triggering device and cgm glucose alerts. Cgm data over the phone with the agent was reading 202 mg/dl which was 53 mg/dl higher than the reported fingerstick glucose value of 149 mg/dl. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on case reports and device data, the ilet operated as intended. This hypoglycemic event was likely caused by the dexcom g7 readings being inaccurate, resulting in the ilet delivering insulin to correct hyperglycemia that was artificially higher than actual bg readings leading to larger correction dosages preceding the hypoglycemia. The lunch meal announcement delivered on top of the correction boluses prior to the hypoglycemia and alerts not marked as acknowledged likely contributed to the severity of the event.

Event description:
On (B)(6) 2024 an ilet user reported they experienced a low blood glucose (bg) event requiring assistance to treat. The event occurred on (B)(6) 2024. The user reported at approximately 2:00 pm, the user's bg was around 150 mg/dl, and their wife left for an appointment. When she returned at 4:30 pm, she found the user unresponsive in a chair. The user's wife administered juice and orange soda, which successfully raised the user's bg without requiring medical assistance or a 911 call. The user's reports indicate bg began dropping at 2:58 pm, fell below range at 3:40 pm, and remained low for about 30 minutes. The lowest recorded dexcom g7 continuous glucose monitor (cgm) reading was 67 mg/dl; however, based on the user's symptoms, bg was likely much lower. A finger stick taken during the call showed bg at 149 mg/dl, while the ilet and dexcom g7 cgm read 202 mg/dl. Immediate effects of the event included loss of consciousness. The user's wife provided assistance to recover, and no professional medical intervention or backup therapy was used. The user reported feeling better and planned to continue monitoring bg levels.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.